Event description:
It was reported an over infusion on 24may2023. The patient was expected to receive pemetrexed at 750mg/100ml over ten (10) minutes. The drug was hung on secondary tubing and the pump was programmed using interoperability scanning to administer potassium at rate of 600ml/hr with volume to be infused (vtbi)100ml over ten (10) minutes. The drug was hung at 1300. However the infusion completed by 1303. It was reported that the channel read that the volume to be infused is 60ml and the bad was empty. There was no patient harm.

Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd

Event description:
It was reported an over infusion on (B)(6)2023. The patient was expected to receive pemetrexed at 750mg/100ml over ten (10) minutes. The drug was hung on secondary tubing and the pump was programmed using interoperability scanning to administer potassium at rate of 600ml/hr with volume to be infused (vtbi)100ml over ten (10) minutes. The drug was hung at 1300. However the infusion completed by 1303. It was reported that the channel read that the volume to be infused is 60ml and the bad was empty. There was no patient harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.